Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 14-oct-2006, UDI#: (B)(4). Product ID: 8598, serial/lot #: (B)(4), ubd: 28-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. It was noted the patient knew there were two drugs, ¿one for numbing and one for pain¿ but the patient did not know the name of the drugs. It was reported the patient got the pump for really bad stomach pains and the pump worked really well for the lower half, but not the top half of the stomach because the catheter was kind of placed low. The event date was (B)(6) 2005 and the patient outcomes was noted as the patient¿s pump was replaced with the patient¿s current pump. No further complications were reported/anticipated or expected.